Event description:
It was reported that balloon ruptures occurred. The patient presented with worsening angina. Coronary angiography revealed 99% in-stent restenosis (isr) at the proximal right coronary artery (rca). Pre-dilation was attempted with three different balloons but all three ruptured, a 2.50 x 15 mm non-boston scientific (non-bsc) balloon a 3.00 x 15 mm nc emerge balloon, and a 3.50 x 15 mm wolverine cutting balloon. Finally, a 3.50 x 10 mm non-bsc nc balloon was used to pre-dilate the lesion which was then successfully treated with a 4.00 x 20 mm agent dcb resulting in 0% residual stenosis and timi 3 flow. The event was considered to be resolved/recovered.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.